Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to an interventional impella assisted percutaneous coronary procedure. Reportedly, after hemostasis was achieved with the proglide devices, the common femoral artery was occluded. The patient was taken to surgery for a femoral to femoral bypass under general anesthesia. Hospitalization was prolonged. No additional information was provided.